Manufacturer narrative:
Should any further information become available, a supplemental report will be provided.

Event description:
It was reported that an alert was triggered due to both the right atrial (ra) and right ventricular (rv) lead's intrinsic amplitude being out of range. Undersensing and loss of capture were also observed on this ra lead, and there was an increase in thresholds following implant. Noise was visible on the rv electrogram; however, it was not sensed by the device, and the rv impedances are variable by greater than 30%. Additionally, the left ventricular (lv) lead impedances increased by greater than 30% from 710 ohms to 1103 ohms. Technical services were consulted and recommended an in clinic assessment for all leads. This lead remains implanted and in service. No adverse patient effects were reported.